Event description:
It was reported that tandem mobi pump issued repeated cartridge alarms, including cartridge alarm 30, and that alarms occurred with consecutive cartridges but not during the load process. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, and technical support confirmed pump details, warranty status, and software, provided instructions for storage mode, and arranged shipment of replacement pump. Customer was instructed to return problematic pump within 10 days using provided materials and to program pump settings and reconnect cgm on replacement pump, which customer acknowledged and understood.